Event description:
It was reported that during an unknown procedure,while using the handpiece the generator displayed generator errors. It was not reported how the case was completed but there was no consequence to the patient. No device will be returned. Patient information was requested but none was available.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.